Manufacturer narrative:
E2: health professional ¿ (blank). E3: occupation ¿ no information provided. To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal had an incomplete seal cycle error. The reported malfunction occurred during a therapeutic gastrectomy procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information from customer.

Manufacturer narrative:
This supplemental report is being submitted to correct information previously submitted on the initial report. Corrected fields: d4, h7. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report was found to be a duplicate of an event already reported in MFR# 3011050570-2024-10098. Should additional relevant information be received, it will be captured in that MFR number.